Event description:
The user reported the monitor did not function as expected during the self-test. No other details regarding the nature of the event was provided. There were no reported adverse consequences to a patient as a result of this event.